Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03851, 03854).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately six years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative notes reported revision due to bearing surface wear. During the procedure, metallosis staining, wear reaction, soft tissue reaction, and a large fluid collection were noted.

Manufacturer narrative:
This report is being filed to relay corrected information.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately 6 years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records confirm the patient's right hip was revised approximately 6 years post-implantation due to wear of the acetabular liner. Operative report indicates evidence of metallosis staining, wear reaction, and soft tissue reaction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products - m2a-magnum pf cup 58odx52id/ pn us157858/ ln 132560, taperloc por red/lat 15x150/ pn 13-103208/ ln 363050, m2a-magnum 52-60 mm tpr ins std/ pn 139268/ ln 953510.